Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the needle sftygld 25x1 rb mck experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: material no: 306610, batch no: unknown.   Childrens clinic is having issues across 6 different ship to locations with the safety needle 23x1 gauge. The needle broke off the syringe and stuck in a (B)(6) leg when giving vaccines. There have been multiple occurrences of the needle coming off the syringe. The needle hung off from the where the needle attaches to the top of the green hub. The medical assistant did say that these needles are longer than what we have been using in the past, so the needle seems more flimsy verses firm. The medical assistant explained that she had to give vaccines to a (B)(6) old baby. After injecting, as she pulled out the needle, she noticed that the actual needle was hanging from the base it was attached to. The needle did not come completely off. It was hanging, almost completely off the base. I am not completely sure of the lot number from which she used.